Manufacturer narrative:
, Evaluation conclusion: the clinic is reporting this event only and did not request field service or clinical support. Placeholder.

Event description:
Patient experienced dry eye. Patient experienced loss of best corrected visual acuity due to dry eye. Uncorrected visual acuity (ucva) on (B)(6) 2013 was 20/30 on the right eye and 20/100 (mono vision) on the left eye. Best corrected visual acuity (bcva) on (B)(6) 2013 was 20/30 on the right eye and 20/40 on the left eye. Patient is frustrated and unable to work on some days due to poor vision. Patient was referred for specialty care.